Manufacturer narrative:
The subject device was not returned for evaluation. Technical assistance center (tac) support engineer communication with the olympus rep. Noted that the "sales rep replaced the batteries in the tfl-sls wireless footswitch and the low battery message still displayed on the tfl-sls , confirmed that with the new batteries, the wireless footswitch paired to the tfl-sls. The rep. Used second set of batteries however, the wireless footswitch would not pair with the laser system stated that the wireless footswitch will need to be replaced. Follow up is in progress regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus representative (rep.) Reported after replacing the batteries in the tfl-sls wireless footswitch, the low battery message still displayed on the tfl-sls. The rep. Was trying to pair up the wireless footswitch with the laser system. No harm was reported. No patient harm, no user injury reported . This event includes two reports: report with patient identifier (B)(6) (wireless footswitch model tfl-afswl with unknown serial number). Report with patient identifier (B)(6) ( laser system tfl-sls, serial no. (B)(4)) this report is being submitted for report with patient identifier (B)(6) ( laser system tfl-sls, serial no. (B)(4)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the low battery message could not be determined. Olympus will continue to monitor field performance for this device.